Event description:
It was reported that during a routine cardiac resynchronization therapy defibrillator (crt-d) change out, the right ventricular (rv) lead had low pacing impedances at 230 ohms. After the defibrillation threshold (dft) testing was performed it was noted that the pacing impedances were low out of range at less than 200 ohms. The lead still remains in-service. No adverse patient effects were reported.